Manufacturer narrative:
The unit passed the displacement, rewind and basic occlusion tests. No motor error alarm was noted. The unit was unable to prime during prime/compromised force sensor system test due to a faulty force sensor resistor. The unit was unable to perform the occlusion test and excessive no delivery test due to the prime/fill anomaly. The motor passed the motor test. The following physical damage was noted: scratched display window, cracked battery tube threads, broken belt clip slot, and a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident is unknown. During troubleshooting the customer was able to rewind the insulin pump. The insulin pump was returned for analysis.